Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported by the international customer that the ventilator display was not coming on properly. There was no patient involvement. The event date was not specified; estimate used.